Event description:
It was reported that a cartridge change error occurred. There was no adverse impact on the customer's blood glucose level. The pump is expected to be returned for further inspection, and a replacement pump with a new serial number was provided to ensure uninterrupted insulin delivery.